Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted per rpe review, the marker recording from the device memory show past right ventricular (rv) high rate episode with an occasional isolated single false ventricular sense; the non-physiological sense counts were ten and the open circuit pace and short circuit pace counts were 0. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing inhibition, therefore, the physician chose to explant and replace the device. In addition, there was indication of right ventricular (rv) lead oversensing and it was noted the patient continued to feel symptoms a week following the ipg replacement. The rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing inhibition, therefore, the physician chose to explant and replace the device. In addition, there was indication of right ventricular (rv) lead oversensing and it was noted the patient continued to feel symptoms a week following the ipg replacement. There was also oversensing of noise observed and the rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.